Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011.according to the complainant, during the procedure, they turned the handle two times however, in both instances the bands would not deploy. They successfully were able to deploy the next two bands. The case was completed with another speedband superview super 7 multiple band ligator.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.